Manufacturer narrative:
Device technical analysis: the referenced steerable sheath was returned for analysis. The sheath failed all standard manufacturing testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure testing. The sheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve housing and flush line lumen junction at the proximal end. A lack of adhesive was found which allowed a leak path.

Event description:
It was reported that a visible air/bubbles on the sheath. During pulmonary vein isolation cryo ablation procedure to treat paroxsysmal atrial fibrillation, a polarsheath was selected for use. It was observed that air was leaking from the hemostatic valve of the sheath when saline water was aspirated via syringe from the saline bowl. Sheath was aspirated and flushed according to best practices. Air was continuously aspirated even though distal end was in the saline bowl. The dilator was not inside the sheath at any point. Sheath did not enter the patient at all, due to this problem being noted in preparation phase. Device was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. The device is expected to be return for analysis. It was further reported that the sheath valve was intact, however the sheath was leaking air from the valve even though distal end was submerged in the water, therefore valve was broken, hence the sheath cannot be used safely.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a visible air/bubbles on the sheath. During pulmonary vein isolation cryo ablation procedure to treat paroxsysmal atrial fibrillation, a polarsheath was selected for use. It was observed that air was leaking from the hemostatic valve of the sheath when saline water was aspirated via syringe from the saline bowl. Sheath was aspirated and flushed according to best practices. Air was continuously aspirated even though distal end was in the saline bowl. The dilator was not inside the sheath at any point. Sheath did not enter the patient at all, due to this problem being noted in preparation phase. Device was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. The device is expected to be return for analysis. It was further reported that the sheath valve was intact, however the sheath was leaking air from the valve even though distal end was submerged in the water, therefore valve was broken, hence the sheath cannot be used safely.